Event description:
Implant did not integrate (non-integration), patient will be coming back for implant replacement.

Event description:
Implant did not integrate (non-integration), patient will be coming back for implant replacement.